Manufacturer narrative:
Performance data was received and analyzed. Analysis of the data indicated there was a low telemetered battery voltage measurement. The device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage that did not meet criteria for implantation despite having been stored at room temperature. A different device was implanted. No patient complications have been reported as a result of this event.